Manufacturer narrative:
The sl-10 microcatheter and they adaptor were not returned. Located proximally 17.0 cm off the distal tip of the green introducer, the coil protrudes out of the coil. Except as noted, the remainder of the coil is undamaged. Located at the protrusion site, the proximal end of the coil has buckled back inside the sheath. Located adjacent, but distal to the protrusion site, a large blockage with several smaller ones were found. A copious amount of contrast granules were found in the blood mixture. These blockages caused a 0.014" guide wire to stop and protrude outside the sheath. No mechanical sheath damage was found. The blockage was removed. A copious amount of contrast granules were found all the way back to the resheathing tool. Note that the coil unraveled out of the soldered section. Note that there is detached debris adhering to the ball tip. Located on the resheathing tool's top proximal cutout, the v notch has been severely damaged. The material at the distal damage edge has been lifted above the surface plane. The locking mechanism is correctly located and fully functional. Located adjacent, but distal to the locking mechanism, sheath material has been stretched away from the surface. Located at the locking mechanism, the sheath material has also be stretched away from the surface. It is important to note that both coils passed the predepolyment coil inspection in saline prior to use the coil was returned severely damaged. The evidence suggests that two contributing factors were found that may have caused the coil to protrude outside the sheath. The primary contributing factor may have been due to a blockage found distal; but adjacent to the protrusion site. This blockage was a blood mixture with a large amount of contrast found. This interference caused a 0.014¿ guide wire to protrude outside the sheath in the same section. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿the secondary contributing factor may have occurred when the sheath and/or the locking mechanism became embedded into the v notch of the resheathing tool. This would have caused a binding action between the sheath; the device positioning unit (dpu); and the coil. This binding action may have caused the coil to protrude outside the sheath. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger . Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears either blockage distal to the protrusion site and/or procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coils came out of the introducer sheet during introduction. Pre deployment in saline was performed. Failure analysis found that both coils were severely damaged.